Event description:
The caller reported that the tracheostomy tube had been pretested and lasted for less than a day. It failed with a cuff leak and they had to change to a new tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot # was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.